Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead - (B)(6) 2014; t510c29 implantable tissue valve - (B)(6) 2014. (B)(4).

Event description:
It was reported that the day after implant, the patient complained of palpitations, and it was determined that the atrial lead had dislodged into the ventricle and was pacing inappropriately. The lead was repositioned, and remains in use. No further patient complications have been reported as a result of this event.